Event description:
It was reported that water was leaking from bottom of arctic sun device when clicked empty pads and did not seem to be working correctly instead of maintaining target temperature (example 36.5 degrees), seemed to be cooling or warming patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was not duplicated during evaluation. The device was evaluated and the reported issue was unconfirmed as the problem was not reproduced during testing. No repairs were made. It was also reported that water was leaking from bottom of arctic sun device the issue was not duplicated during testing and no repairs were needed. The device was evaluated for functionality. An electrical safety test was performed, as5000 system passed all tests, is functioning properly and is ready for use. The reported event is unconfirmed, therefore labeling/packaging review is not required. The investigation indicated that the reported issue was unconfirmed and not manufacturing or supplier related. Therefore, a device history record review was not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that water was leaking from bottom of arctic sun device when clicked empty pads and did not seem to be working correctly instead of maintaining target temperature (example 36.5 degrees), seemed to be cooling or warming patient.